Event description:
It was reported that after unpacking and prior to preparation of the xact stent, it was noted that approximately 2 mm of the stent appeared to be partially exposed. The device was not used on the patient. Another xact stent was used successfully to complete the case. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.